Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found eschar in the device knife track. The reported conditions were confirmed. The investigation found eschar build up on the device seal plate and inside the knife track. The knife blade was stuck on the eschar build up. The stuck knife blade made the jaw of the device difficult to open. The eschar build up also prevented the knife blade from advancing forward or retracting back. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instruction for use states, keep the instrument jaws clean. Build up of eschar may r educe sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device blade did not come in rapidly after cutting and the jaw was difficult to open. No patient injury was reported.